Manufacturer narrative:
(B)(4). The insulin pump was received with all buttons responding properly. The insulin pump powered up properly after battery installation. The pump was received with operating currents within spec. The insulin pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump errors failed battery test or blank display anomalies noted. Power management tool confirms the unloaded voltage and loaded voltage (loaded v lith) are within specs. The pump was properly connected and calibrated to glucose sensor simulator. No sensor anomalies noted. Pump error alarm (variable 3) confirmed in the pump history due to cold solder joint on u1 keypad assembly. The pump was received with minor scratches on case and minor scratches on lcd window.

Event description:
The customer reported via phone call that pump alarmed multiple pump errors and failed battery test. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the pump go dark. When he presses the button it does not show the auto mode shield. Customer stated that they were able to rewind the pump. The pump passed displacement test. Pump error did not occur during rewind. The pump passed self-test. Pump error alarm that occurred was hardware low level failures. The customer was able to complete pump rewind. Error table indicated the pump should be replaced. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.